Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before the FDA compliance date to implement UDI code. The reported roller pump was manufactured in 2005 and no other similar events have been identified by reviewing the complaint database on the serial number involved. The livanova technician who investigated the unit confirmed that there was no pump shutdown. Instead, it was noticed that the housing had bent slightly so that it was no longer possible to ensure that moisture could not penetrate from the outside. However, as the pump and the components were from 2005, it was replaced the entire control panel drp 85 (pn: 10-85-50) and motor control hms board (pn: 90-305-770) as precaution. The device was returned to service. Based on the information collected, considering that: no pump shutdown was observed during service activity, control panel and motor controller have been replaced as a precaution, no other events have been registered after event occurred in december 2023, it cannot be ruled out that the motor control failure error was temporary and component wear contributed to the issue. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure.

Event description:
Livanova deutschland received a report that a s5 double head pump gave a motor control failure error message when the machine was switched on. The issue occurred during maintenance activities. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 double head pump. The incident occurred in (B)(6). Through follow-up communication with livanova field service representative, livanova learned that the pump did not stop. The pump housing has bent a little so that it can no longer be ensured that no moisture can penetrate from the outside. The pump runs without any problems. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.